Event description:
My body rejected my dental implant. I noticed it was getting loose and I started having severe pain in my jaw emanating from the implant. I went into the dentist and he was taking the screw out to see if the implant that was put inside my jawbone was ok and the entire thing just came out with ease. I had a huge infection in my jawbone, which he had to scrape out, clean them prescribed me antibiotics. It finally healed and I will never put any metal in my body. My body rejected it completely; (B)(6), implanted my implant a few years before my body rejected it. My dentist is the best dentist around and it's not his fault, it's the implant itself. Humans should not be putting certain kinds of metal in their bodies, even if it's microscopic or in very low amounts. Most of us are allergic and our bodies will reject or we will just get sick and decease. Model, catalog, lot, serial, and UDI numbers: not sure. FDA safety report ID# (B)(4).